Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced scale marking issues. The following information was provided by the initial reporter: material no: 324911 batch no: 8099648 verbatim: parent of child patient reported on some syringes, the scale markings are faded and she found 2 syringes with bent needle before use. The syringes with bent needles were not used but the ones she found with faded markings, were used. Samples available. Lot: 8099648, item: 324911, expiration date: 2023-04-30. Occurrence date unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8226928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200751211] noted for ink spots. There was one (1) notification [200751405] noted for missing zero lines. There were three (3) notifications [200750956, 200750943, 200752022] noted for missing print and ink rings. There was one (1) notification [200752007] noted for scratched print. There were two (2) notifications [200751214, 200751212] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced scale marking issues. The following information was provided by the initial reporter: material no: 324911, batch no: 8099648. Verbatim: parent of child patient reported on some syringes, the scale markings are faded and she found 2 syringes with bent needle before use. The syringes with bent needles were not used but the ones she found with faded markings, were used. Samples available. Lot: 8099648, item: 324911, expiration date: 2023-04-30. Occurrence date unknown.